Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all keypad buttons were sticking and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; the down arrow and ok buttons responded appropriately. No buttons were found to be sticking. The keypad cover was removed and contamination was observed on the up arrow, down arrow and contrast key contacts.